Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the distal locking screw used with a (B)(4) tibial nail has fractured. There was no impact on healing of the bone fracture. It is unk if the screw has been removed.